Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of damaged/defective leads and fractured leads was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for the tined lead to be extruding from the body was determined to be inadvertent/unintentional interaction of the product from the patient changing their clothes and the analysis of the available information. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that inadvertent/unintentional interaction was the most probable cause of the complaint/event.

Event description:
It was reported that during an ins site procedure, the lead was found to be pulled over to the percutaneous extension (pe) exit site. The physician elected to remove and replace the lead, completing the procedure using an alternate device. After the procedure, the patient shared that the wire may have been caught while changing or removing clothing. The issue was resolved through lead replacement. There were no patient complications reported. It was further reported that the patient is doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that during an ins site procedure, the lead was found to be pulled over to the percutaneous extension (pe) exit site. The physician elected to remove and replace the lead, completing the procedure using an alternate device. After the procedure, the patient shared that the wire may have been caught while changing or removing clothing. The issue was resolved through lead replacement. There were no patient complications reported. It was further reported that the patient is doing well.